Event description:
It was reported that the user experienced a severe low blood glucose event that dropped quickly and was treated with oral glucose in the form of a soda. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention consisting of oral glucose. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no findings with insufficient information available to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.